Event description:
It was reported that the device was explanted due to premature depletion on field notification device. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was explanted due to premature depletion on a field notification device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: preliminary analysis found that the device had excessive current drain. The level of the current varied with the battery voltage. However, further analysis could not confirm a high current drain condition. Low voltage pacing and high voltage charging operations were found to be normal. The cause of the reported premature battery depletion was not identified. It was noted during analysis that the auto-cap reform was programmed to a 3 month period, which would have contributed to accelerated depletion, as compared to a 6 month auto-cap reform period. The exact cause of the condition could not be determined. Other : it was reported that the device was explanted due to premature depletion on a field notification device. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed. Mechanical tests performed; visual examination: no conclusion can be drawn; premature eri (elective replacement indicator).